Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast prosthesis rupture, left breast capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with mentor memorygel breast implant gel breast prostheses when the right breast prosthesis ruptured post implantation. Rupture of the patient¿s right breast prosthesis was diagnosed by a healthcare professional. Additionally, the patient developed capsular contracture (baker grade unknown) in her left breast. As a result, the patient underwent bilateral explantation and replacement with an allergan gel breast prosthesis and a mentor memorygel breast implant gel breast prosthesis. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2025-02454 for the report for the patient¿s right breast prosthesis.